Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history review was attempted for the subject device; however, the review could not be performed because the subject device is a lot-controlled item. The manufacture date of this item is dec 4, 2013. The source of the manufacturing date is the release to warehouse date. The service history evaluation is unconfirmed. A service evaluation was also performed for the subject device. The customer reported the device was not tensioning very well. The repair technician reported the unit came in with stickers on it. ¿lube/oil/clean¿ is the reason for repair. The cause of the issue is unknown. No parts were replaced. The component was repaired, tested to operational specifications and returned to the customer. No root cause was observed and no manufacturing or design issues were noted. The item was returned to the customer on oct 1, 2015 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusion could be drawn as the device is entering the complaint system. Also, a review of the service history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an application instrument for sternal zipfix would not tension appropriately. No negative patient or surgical impact reported. This report is 1 of 1 for (B)(4).